Event description:
Edwards received notification of a sapien m3 procedure in mitral position where on (B)(6) 2026 the patient underwent a planned asd closure after mv pvl closure. The patient was doing well post procedure.

Manufacturer narrative:
D4-UDI would not fit in field: (B)(4). This is one of the two manufacturer reports being submitted for the same event. Reference related manufacturer report number: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.